Event description:
A non health care professional reported that following the microstent implant procedure, the patient reported that eye was sore and feels like there is something in it all the time' and patient would like to get the stent removed. Additional information received and stated that, the patient has reduced vision 6/12 and is experiencing discomfort in that eye and would like the stent removed. Vision is 6/6 in the other eye. The surgeon does not see any problem with the stent and does not want to remove it. The surgeon also stated that nor does patient see any inflammation or other concerns with the patients eye. The patient was happy with the iop (intraocular pressure) and patient was medication free. The surgeon is planning to yag laser some pas (peripheral anterior synechiae) and see if that alleviates the situation and also thinking possibly the iris tension may be the source of the discomfort. If the laser does not improve the situation for the patient, the surgeon will refer the patient to another two ophthalmologists for second opinions. The surgeon feels this may be specific to this patient, it is not something surgeon has encountered before. The surgeon also not talking about any issue with the stent. Additional information received from the facility representative and stated that, surgeon did the laser maybe 3 to 4 weeks ago. Patient has had first post laser check and am pleased to say it went well and patient is comfortable.

Manufacturer narrative:
The sample was not returned by the customer for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The device was not returned for evaluation and no additional information was provided. The surgeon reported that there was "no problem with the stent" but there was some pas potentially causing discomfort due to iris tension. The surgeon performed yag procedure for pas to relieve iris tension and reported that the procedure went well and the patient is "comfortable". Pas is a known potential event that can occur following hydrus microstent implantation, but the relationship to the device in this case is unknown. The manufacturer internal reference number is: (B)(4).